Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2021. A longer abutment was placed during the same surgery. This report is submitted on october 29, 2021.

Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the surgeon, the patient experienced soreness and swelling at abutment site on (B)(6) 2021. On (B)(6) 2021, the patient experienced erythematous and was prescribed with topical steroid (duration not reported). On (B)(6) 2021, the surgeon excised skin overgrowth and granulation tissue growing over the patient's abutment and prescribed topical steroid and antibiotic. Several attempts were made, however, the issue did not resolve. The abutment was removed on (B)(6) 2021, to let the wound heal.